Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.